Manufacturer narrative:
H3, h6 h10: one 72201491 curved ultra fast-fix assembly device used in treatment, was returned for evaluation. The information provided states: ¿during a meniscus repair surgery the t1 and t2 were deployed at the same time" visual assessment showed delivery needle was bent. Depth limiter was cut to surgeon¿s desired length. No sutures or implants were returned. The IFU (10600327) states device, ¿do not bend delivery needle¿. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. Complaint history review indicated similar allegations for the lot number reported. A review of the batch records was performed which confirmed no abnormalities were reported with this lot during manufacture. Product met specifications upon release to distribution.

Event description:
It was reported that during a meniscus repair surgery the t1 and t2 were deployed at the same time. No significant delay was reported. Smith and nephew back-up device was available to complete the surgery. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.